Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored and no pump error 43 alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 03-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 03-apr-2023 listed on smartsolve. Dailytotalcollectionstarttime = 04/03/2023 00:00:00.000. Dailytotalofallinsulindelivered = 53.325. Dailytotalofbasalinsulindelivered = 26.875. Dailytotalofbolusinsulindelivered = 26.45. 04/03/2023 12:06:38.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10, bolusamountdelivered = 8.65. 04/03/2023 12:18:38.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.5, bolusamountdelivered = 3.5. 04/03/2023 14:16:38.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.1, bolusamountdelivered = 8.1. 04/03/2023 16:20:54.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.2, bolusamountdelivered = 6.2. On 04/03/2023 12:06:38.000, normalbolusamountprogrammed = 10 u. However, bolus delivery was cancelled by the user and the bolusamountdelivered = 8.65 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 03-apr-2023 in the formatted history file.  Low battery alert was found on: 03/31/2023 12:07:00.000. Replace battery alert was found on: 03/31/2023 21:38:00.000. Insert battery alarm was found on: 03/31/2023 21:39:19.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 03-apr-2023 at 12:04:58 pm. There was no power data available for the date of 31-mar-2023. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. There was no pump error 43 alarm recorded in the formatted history file 1 week prior to the event date of 03-apr-2023. However, pump error 43 alarm was found on: 04/06/2023 19:44:57.000, 04/06/2023 19:47:05.000, 04/06/2023 19:47:30.000, 04/06/2023 19:48:11.000, 04/06/2023 19:48:43.000, 04/06/2023 19:49:46.000. Pump error 130 alarm was found on: 04/06/2023 19:42:09.000. Pump error 37 alarm was found on: 04/06/2023 17:13:28.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator¿assembly noted. Pump error 43 alarm, pump error 130 alarm and pump error 37 alarm were confirmed according in the formatted history file due to a corroded motor home switch. Force sensor zero offset within specification (24.05 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. However, pump error 43 alarm, pump error 130 alarm and pump error 37 alarm were confirmed according in the formatted history file due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 31 mmol/l at the time of the event. The customer was treated with insulin drip/sliding scale. The customer was also hospitalized due to diabetic ketoacidosis. The customer experienced symptoms of feeling tiredness, feeling thirsty, an urge to urinate and the heartrate was elevated. The customer also reported a pump error 43 alarm. Troubleshooting was performed and found that the customer was using the pump in the 48 hours leading up to the event. The auto mode feature was not active at the time of the event. The customer was able to clear the alarm successfully but was unable to complete the rewind. The customer will discontinue the use of the device and the pump will  be returned for analysis.